Event description:
Ventilator failure on a newly installed anesthesia machine following induction of anesthesia. Anesthesia machine had been in service 9 days. Anesthesia was induced in standard manner. Pt was given muscle relaxant and trachea was intubated for mechanical ventilation for surgical procedure. When the ventilator on the anesthesia machine was switched on, it failed with an error message "gas inlet valve failure." Pt was ventilated by hand as preparations were made to swap out the anesthesia machine. Datex-ohmeda service rep was contacted, and he telephoned into the operating room. He walked the anesthesia attending through a service procedure to "blow out" the gas inlet valve. The ventilator worked after this and for remainder of procedure. The machine was taken out of service and the valve is being sent back to datex-ohmeda. There are reports of other recent similar incidents involving newly installed anesthesia machines of the same model.